Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet despite troubleshooting and education, and the family was advised to contact the cgm manufacturer; the reported ilet alert included a 300 mg/dl reading and the user administered subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin dosing. Investigation included user guidance and device-pairing troubleshooting. Investigation of this case revealed a pairing failure between the cgm and the ilet, resulting in loss of cgm-driven control. It was concluded, based on previously established findings for similar reports, that the cause was cgm-to-pump communication failure of undetermined origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.